Manufacturer narrative:
Investigation: during DHR review all required sample, set-up and in-process testing was performed accordance with the quality plans. There was no indications of any reject activity findings through the build of this lot that would impact the outcome of the quality of the product relevant to the alleged defect. No units or photos were provided for observation and/or testing of this incident therefore the reported defect was not identified or confirmed and a root cause was not established.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had vent caps coming off. The following was reported, " per customer email: 1/30 penny- vent caps are coming off again. Happened to jen & I on 3 different patients tonight. All 3 were 22 g. Vent caps are still coming off, the team did not save the product for me."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had vent caps coming off. The following was reported, "per customer email: 1/30 (B)(6)- vent caps are coming off again. Happened to jen & I on 3 different patients tonight. All 3 were 22 g. Vent caps are still coming off, the team did not save the product for me."